Event description:
During an initial implant procedure, increased pacing impedance and rotation issues with the helix of the right ventricular (rv) lead were observed. The rv lead was explanted and replaced to resolve the event. The patient is stable.